Event description:
Patient was hospitalized due to an episode of status epilepticus. The patient had undergone generator replacment surgery due to end of service in 2003 and was initally programmed to the lowest normal mode output current following the surgery (0.25ma). Prior to generator replacement surgery, the patient's original generator was programmed to 2.0ma normal mode output current. Physician indicated that it was not possible to diagnose whether the stress from the generator replacement surgery or the difference in levels of stimulation could have caused the patient's episode of status. The normal mode output current of the patient's new generator has since been increased to 1.5ma and the patient's seizure frequency is reportedly back to baseline.